Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-jun-2023. H6: investigation summary: two 2000e7d samples were received for investigation in which the customer has reported observing leakage from the smartsite during an injection of contrast solution. Both smartsite components were received connected to a short extension set (reported as being a 'powerloc' product). No packaging was received with the samples; however, the customer has indicated that the lot number of the 2000e7d was 1024606. The customer also provided a video analysis of which confirms the report as leakage was observed from the smartsite. Additional correspondence with the customer indicates that no damage or deformity was observed to the smartsite component prior to use; however, during the contrast injection the blue piston was noted to protrude beyond the opening of the white female luer adaptor (fla) and remain in that position. Examination of both returned 2000e7d smartsite products found no damage or deformity which may have contributed to the customer's experience. In both instances the blue piston was intact, and no damage or deformity was noted to the opening of the fla. The reported protrusion of the piston was not present during analysis of the smartsite. Both samples were then subjected to functional testing, during which no leakage was observed. The samples were then reconnected to the 'powerloc' product and pressure was applied to the set-up via syringe: again, no leakage was observed. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 1024606 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. As stated in the directions for use of the smartsite component, the smartsite: "may be used with low pressure power injectors up to 325 psi. And maximum flow rates up to 10 ml/second." Injections in excess of this pressure may result in issues such as those faced by the customer. H3 other text : see h10

Event description:
It was reported that the bd alaris smartsite needle-free valve experienced leakage. The following information was provided by the initial reporter: during pressure injection simulation - the contrast sprayed out the middle of the smartsite (the blue part ballooned outwards at the same time) on the y port of a powerloc port needle. The side port was not clamped.

Event description:
It was reported that the bd alaris smartsite needle-free valve experienced leakage. The following information was provided by the initial reporter: during pressure injection simulation - the contrast sprayed out the middle of the smartsite (the blue part ballooned outwards at the same time) on the y port of a powerloc port needle. The side port was not clamped.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.